Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last two months the patient had been urinating again too often. The patient stated about a week and a half ago they went to adjust the stimulation and they were getting 0.4 on all the programs. When the patient tried to tap the arrow button to increase, it would not go up and it didn't show anything else. The patient did not have their equipment with them at the time of the call. Since the patient did not have their equipment with them, they were advised they may need to be programmed by their healthcare provider (hcp). The patient would call back when they had the equipment. The patient mentioned the ins was out of place and they put it back in place in april. The patient stated they were seeing a new doctor but they didn't know their name.